Manufacturer narrative:
Added information to section d9 and h6 (type of investigation). Updated section h6 (component code), h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). Patient demographics unable to be obtained. The device was received for evaluation. The report of the flushing line disconnected was not able to be confirmed. As received all connections were tight and secure. No leakage was observed from the kit during leak test. No luer connections got loose or detached during evaluation. All male and female luers and tubing connectors dimensionally passed iso standards. No visible damage was observed from the kit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Although the reported malfunction could not be confirmed during the device evaluation, it could be confirmed that there are internal controls to avoid potential causes related to the reported issue.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, before use in patient, the flushing line of this disposable pressure transducer was disconnected. The exact location is unknown. No further information was available. There was no allegation of patient injury. The device was available for evaluation.